Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
While demonstrating how to use the cerelink monitor an error message appeared saying that the system detected a problem either with the extension cable or sensor. No patient involvement.

Manufacturer narrative:
The cerelink microsensor was returned for evaluation: DHR: lot: 3362996 (sn: (B)(6) met specifications when released. Failure analysis - no visible damage to the millar sensor, catheter or connector. Cerelink monitor reading was acceptable; icp express passed with reading 511. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The issue of the complaint was not confirmed. The root cause of the issue reported by customer could not be determined as the device worked correctly.

Event description:
N/a.